Event description:
It was reported that the tele mx40 monitor did not generate a heart rate (hr) yellow alarm at the philips intellivue information center (piic) classic device sector and did not print the corresponding strip. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The patient and device data were provided to a philips product support engineer and a philips clinical expert for review. The mx40 device was used with the philips intellivue information center (piic) classic device. The behavior of the mx40 device is controlled by the design and also through some configuration. When the mx40 is used with the piic classic product, the alarms that appear at the piic are generated by the piic, not by the mx40. When there is an active association between the devices, the mx40 screen is off and there are no audible alarms. This is normal ¿telemetry¿ mode operation. If the clinical user has selected ¿monitor¿ mode operation, then the mx40 screen will be on, and alarm sounds will be generated. Although settings are synchronized between the piic and the mx40, alarms viewable at the mx40 are independent of what is happening at the piic. The investigation did not determine the mode of operation in use and thus could not determine whether the device was configured to display alarming at the mx40 device. Further, the piic is an information center and not a measurement device. The piic will only display an alarm if the alarm is triggered at the patient mx40. A review of the radio frequency data acquisition (rfda) log showed that there were no disassociations or data drops for the device. This indicates that there was an active association with the piic and mx40 bed during this timeframe. Sample strips provided by the customer displayed some yellow alarms during this time period. Additionally, the sample strips stored as expected. When a yellow alarm triggers, the sound at the piic plays a yellow sound for six seconds only, the sector turns blue and stays blue for three minutes. This condition is shortened only if the user silences the alarm. The piic classic device does not have a log that captures the sound played for the yellow alarms and sound cannot be verified. The mx40 device was investigated under mrf report number 1218950-2024-00588. Diagnostic/functional testing was performed at the philips authorized repair facility. The evaluation found some physical corrosion. Results of functional testing found no malfunction of the device. The reported problem was not confirmed. Information was provided to the customer to resolve the issue. If additional information is received the complaint file will be reopened. ________________ the manufacturing date for the reported device is prior to 24sept2016 so no UDI required